Event description:
It was reported that a patient presented for a device upgrade. During the procedure, it was noted that the right ventricular (rv) lead had an insulation breach. The physician repaired the rv lead. After connecting the rv lead to the new device, the rv lead had increased defibrillation impedance, defibrillation threshold testing was successfully performed. The patient condition was stable, before, during, and after.